Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records the impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 66-year-old male patient on impella support experienced hematoma and oozing at the surgical site. The medical team administered pressure and 1 unit of rbc to the patient. The patient remained on impella cp support until explanted on (B)(6) 2022.

Manufacturer narrative:
The investigation into the patient's access site bleeding has been completed. The root cause of the access site bleeding was unable to be determined as limited clinical details an no product were returned for investigation.